Event description:
The customer reported that falsely elevated cancer antigen (ca 15-3) results were obtained on five patient samples on the atellica im 1600 analyzer. The initial results were reported to the physician(s). The samples were repeated on the alternate atellica im 1600 analyzer. The repeat results recovered lower than the initial results. The repeat results from the alternate instrument were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca 15-3 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated cancer antigen (ca 15-3) results were obtained on five patient samples on the atellica im 1600 analyzer. Quality control (qc) was in range when erroneous results were obtained. Qc was run after the initial results were obtained, which recovered out of range. The customer recalibrated ca 15-3. With siemens remote assistance, the customer reviewed the logs. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced the probe plunger and tubing, observed foam or tissue debris in the sample plunger and aligned sample probe. The customer ran full qc panel, which passed. The service activities performed by the cse resolved the issue. The cause of the falsely elevated ca 15-3 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.